Event description:
A customer reported that she was hospitalized with hypoglycemia while on holiday, after increasing her insulin dose based on readings obtained on her freestyle flash blood glucose monitor in the incorrect unit of measure. The customer did not observe any error message. There was no report of any other settings changing. There are no other details available at this time. The meter is one where the customer could inadvertently change the unit of measure. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.